Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. - 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 5 previously reported events are included in this follow-up record. Product return status: 1 device was received. 4 devices were evaluated based on historical data analysis.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 5 previously reported events are included in this follow-up record. Product return status 5 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. - 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 4 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. - 4 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 1 event had the problem identified before clinical use/exposure. -there was no patient involvement.